Event description:
During cardiac catheterization procedure, prior to deploying the stent into the pda, the pt went into ventricular fibrillation. The defibrillator would not charge/respond during attempt to defibrillate the pt. The nurse opened and pushed down on the batteries. It then worked. The pt was stabilized and transferred to the cc unit. Batteries are charged each night. Post event the 3rd terminal found not to be working. Missing banana plug in 3rd cell replaced.